Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) observed no output or telemetry on the ins and determined normal battery depletion. Analysis of the lead (lot# va0c6yx) found a fracture problem at or near the tines, where conductors 0, 1, and 2 were broken at 4.6 cm from the distal end. H6: lead: fdr: 3252, fdc: 4315, ins: fdr: 213 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va0c6yx, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the physician last saw the patient on (B)(6) 2020 and they reported multiple falls at that time. The physician also noted ¿off impedances¿ in (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0c6yx , implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jul-21 mpxr 741250 (hcp, rep): information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that symptoms returned following a fall. The patient reported to the physician that they have fallen. The ins was working great prior to the fall. The physician saw the patient in clinic a preformed diagnostics and troubleshooting with not success. The patient was scheduled for revision of lead. During the revision procedure, under fluoroscopic, a kink or bend was seen above the tines between the two radio-graphic markers. Care was taken by the physician to remove the entire lead below kink/bend and not cause any more damage to the lead. The issue was resolved at the time of the report.